Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that permanent cautery hook tip was not seated, and it was burning the plastic. There was no report of patient involvement or patient injury.